Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the study number with codes for the hospital and patient. H3: other: as the device remains implanted, no further investigation of the device can be conducted. Neither clinical images enabling direct assessment of product performance, nor the device was returned for evaluation. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the lots met pre-release specifications. With the information provided to gore, the root cause of the reported event cannot be established. This complaint was initiated based on information received from a study alert. The data provided within the study database were reviewed. No further information was provided to gore. An adverse event appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. No allegation of device malfunction was indicated with respect to device performance. In the IFU for the gore® viatorr® tips endoprosthesis with controlled expansion the following is stated: adverse events potential clinical and device adverse events possible adverse events and complications that may occur with the use of any gore® viatorr® tips endoprosthesis with controlled expansion or in any tips procedure and require intervention may include but are not limited to: new onset or worsened hepatic encephalopathy. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on 10/11/2024 from the viedoc study database: on (B)(6) 2024, this 61-year-old patient underwent tips procedure. The patient was treated with a cook rösch uchida tips set and a gore® viatorr® tips endoprosthesis with controlled expansion device to the portal vein. The study device was successfully delivered during the procedure. On (B)(6) 2024, it was noted the patient had hepatic encephalopathy grade iii which required hospital readmission. The patient was treated with lactulose and parenteral nutrition for the condition of malnutrition related to gastric cancer. The adverse event outcome was noted to be recovered / resolved without sequelae. The patient was discharged from the hospital on (B)(6) 2024.